Event description:
On (B)(6) 2012, pt reported the up and down buttons on the infusion device are defective. This issue was first noticed 2 months ago. She changed the battery, but this did not resolve the issue. The key-lock feature is not activated. The buttons are not flat and do not produce an audible sound when pressed. The infusion device was not dropped. The infusion device was replaced and requested for eval. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue.